Manufacturer narrative:
Information was received via the (B)(4) study that approximately six and one-half months after stent assisted coil embolization of a basilar artery (ba) trunk aneurysm with implantation of 9 orbit coils and 10 noncodman coils, the patient developed a re-canalization of the aneurysm. According to the physician, the possible cause of this adverse event is that there had been a small branch artery extending from the target lesion which was why the physician left the aneurysm partially or incompletely occluded. This eventually led to the aneurysm re-canalization. It was reported that the relationship of the event to the procedure was unrelated and was also unrelated to the enterprise vrd and delivery stent. The event outcome at the one-year follow-up was ongoing/improved. The stent assisted index coil embolization included placement of orbit tdl 10x30 (lot# unknown), orbit tdl 8x24(lot# unknown)-total 2, orbit tdl 7x21(lot# unknown)- total 3, orbit tdl 5x15 (lot# unknown), orbit tdl 4x10 (lot# unknown), orbit tdl 5x10 (lot# unknown), ed coil/kaneka (total 10). Of note: the patient had a prior coil embolization done of the basilar artery and a shunt placement in the left cerebral ventricle. The ba-trunk aneurysm target lesion was reported to be: saccular, neck 14.2mm., neck to sac ration was 14.2:18.9mm., parent vessel size proximal 4.0mm. And distally 4.4mm. The upper recommended parent vessel diameter for use of the enterprise vrd as outlined in the instructions for use is 4.0mm. Usage other than the approved labeling may involve risks not described in the labeling. The modified rankin scale (mrs) score prior to the procedure was 2. Act prior to anticoagulation was 136 seconds and post-anticoagulation was 292 seconds. The aneurysm occlusion rate post-procedure was 97%. At the time of the one-year follow-up: the aneurysm neck was 8.6mm; and the neck to sac ratio was 8.6mm:11.6mm. The mrs was 1; and the occlusion rate of aneurysm was 90%. The devices remain implanted and, therefore, are not available for analysis. The lot numbers of the implanted coils are not known; therefore, a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. As reported, aneurysm characteristics and incomplete intentional incomplete aneurysm occlusion appear to have contributed to the recanalization six months post coiling. The instructions for use warns that incomplete occlusion of vascular bed or territories may give rise to hemorrhage, ischemia, infarction, development of alternative vascular pathways, or recurrence of symptoms. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of four products used during the same procedure. Please reference MFR report # 1058196-2012-00035, # 1058196-2012-00036, # 1058196-2012-00037, and # 1058196-2012-00038.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a (B)(6). The patient had a stent assisted coil embolization of the ba-trunk performed during the study index procedure. The stent assisted index coil embolization included placement of orbit tdl 10x30 (lot#unkown), orbit tdl 8x24(lot#unkown)-total 2, orbit tdl 7x21(lot#unkown)- total 3, orbit tdl 5x15 (lot#unkown), orbit tdl 4x10 (lot#unkown), orbit tdl 5x10 (lot#unkown), ed coil/kaneka(total 10). Approximately six and one-half months after the study index procedure, the patient developed a re-canalization of the aneurysm. According to the physician, the possible cause of this adverse event (ae) is that there had been a small branch artery extending from the target lesion which was why the physician left the aneurysm partially or incompletely occluded. This eventually led to the aneurysm re-canalization. The relationship of the event to the procedure was unrelated and was also unrelated to the enterprise vrd and delivery stent. The event outcome at the one-year follow-up was ongoing/improved.

Manufacturer narrative:
Of note, the patient had a prior coil embolization done of the basilar artery and a shunt placement in the left cerebral ventricle. The ba-trunk aneurysm target lesion was reported to be: saccular, neck 14.2 mm., neck to sac ration was 14.2:18.9 mm., parent vessel size proximal 4.0 mm. And distally 4.4 mm. Mr's before the procedure were two (2). Act prior to anticoagulation 136 seconds and post-anticoagulation 292 seconds. No information regarding inr, pt, and ptt. The aneurysm occlusion rate post-procedure was 97%. At the time of the one-year follow-up: the aneurysm neck was 8.6mm; and the neck to sac ratio was 8.6mm:11.6mm; the parent vessel size diameter proximal was 2.6mm; and distally was 2.8mm.; mrs was 1; and the occlusion rate of aneurysm was 90%. Additional equipment used: roadmaster/goodman, (B)(4) (lot#unkown), transend/stryker were utilized. Other devices utilized during the procedure were, excelsior sl10, echelon/ev3, transend/stryker, orbit tdl 10x30 (lot#unkown), orbit tdl 8x24 (lot#unkown) (total 2), orbit tdl 7x21 (lot#unkown) (total 3), orbit tdl 5x15 (lot#unkown), orbit tdl 4x10 (lot#unkown), orbit tdl 5x10 (lot#unkown), ed coil/kaneka (total 10). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report # 1058196-2012-00035, # 1058196-2012-00036, # 1058196-2012-00037, and # 1058196-2012-00038.